Manufacturer narrative:
(B)(4). Batch # w7009u. Additional information was requested and the following was obtained: "I asked the scrub techs if they were preloading the el5ml clip appliers- no" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 3 conforming clips. Upon testing, the jaws open and close without any difficulties and no damage was observed. In addition, the device locked out as intended. The event described could not be confirmed as the device performed without any difficulties noted. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the clips from el5ml are scissoring at tip. No patient consequences.